Event description:
It was reported that there was an inaccurate display of insulin units in the cartridge. There was no adverse impact to the customer's blood glucose level. Follow-up was declined by the customer, and no further action was required, with no additional information provided regarding the outcome of the event.